Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Apidra insulin was used. The customer's blood glucose level was as high as 450 mg/dl. As these occlusion alarms occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of theses past occlusions was unable to be performed.